Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A review of all batch record documents was performed for lot number h11h17053 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A visual inspection noted that the occluder feet were broken. Leak, clear passage, and clamp function tests were performed with no issues noted. The sample confirmed the reported problem. The cause for the broken occluder feet was undetermined. Upon completion of the investigation or if additional relevant information is received, a follow-up will be submitted.

Event description:
A doctor reported that a patient alleged that the transfer set had leaked. The patient reported that the leak was found after performing therapy on the homechoice. The patient used a disinfectant, which contained alcohol, on the transfer set. The patient was retrained on how to handle the transfer set and which disinfectants could be used. The transfer set had been replaced by the doctor. There was patient involvement, however no patient adverse event.